Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828804) was implanted on (B)(6) 2022 with setting 5. On (B)(6) 2022, after MRI, the valve changed the setting from 5 to 6. The patient had no apparent signs and symptoms. The valve remains implanted.

Manufacturer narrative:
Updated fields:  d4, g3, g6, h2, h3, h4, h6, h10. Product was not returned for evaluation (remains implanted); however, x-rays were provided. DHR - lot 6180893, conformed to the specifications when released to stock. Failure analysis - the x rays provided by the customer show¿s that the valve setting had change. The complaint is confirmed. Root cause - probable root cause could be due ¿valve no longer MRI resistant, can unintentionally change setting.¿

Event description:
N/a.

Manufacturer narrative:
Additional information received: - the setting was confirmed to be changed by the surgeon after MRI. - the setting has now been changed to original setting when the patient was in his office.